Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2025 , there was a tibial nail case. The suprapatellar jig and the connecting add screw were used and the peek insert came out after nail insertion. The nail could not be reconnected to the insertion handle. Trying to do so bent the prongs on the jig. Procedure was completed successfully with a ten minute delay.

Event description:
Additional information received states that there was no other medical intervention required. There was no allegation against the tibial nail.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: b5. H3, h6: photo investigation: the product was not returned to medtech orthopaedics; however, photos were provided for review. The device associated with this report was not returned to medtech orthopaedics for evaluation. The photographs attached were reviewed, however the provided evidence was not sufficient to confirm the reported event of (unable to assemble/disassemble (2+ devices). Functionality issues cannot be evaluated through a photo investigation. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was (not confirmed) as the observed condition of the insertion handle/ radiolucent long would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review (DHR): part number: 03.043.024-us. Lot number: 354p277. Manufacturing site: haegendorf. Release to warehouse date: 10-dec-2021. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the malfunction were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: d9. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h3, h4, h6: the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found that the assembly edges of the insertion handle/ radiolucent long was slightly bent. The overall condition of the device presents signs of normal use. No other issues or problems were observed. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. Properly handling and attention to the approved use of the device diminishes the risk of failure. According to the surgical technique tn-advanced tibial nailing system suprapatellar approach. The following instructions and warnings are mentioned. Assemble insertion instruments. Connect the hexagonal ball at the tip of the screwdriver to the recess of the connecting screw by pushing both parts together until they snap into place and the connecting screw is retained to the screwdriver. Connect the insertion handle to the nail by aligning the markings on the nail with the two slots on the barrel of the insertion handle. Push both parts together until they snap into place. The connection holds the nail in place until the connecting screw is tightened. Pass the connecting screw through the insertion handle to engage with the nail and securely tighten it with the screwdriver. Remove the screwdriver. Precautions: ensure that the connection between the nail and the insertion handle is tight. Retighten, if necessary, after hammering and prior to the attachment of the aiming arm. Do not attach the aiming arm to the insertion handle at this point. A dimensional inspection was unable to be performed due to the post-manufacturing damage. A functional test was unable to be performed, since the mating device was not returned. However the complaint allegation can be confirmed due to the damage observed on the device. The overall complaint was confirmed as the observed condition of the insertion handle/ radiolucent long would have contributed to the complained device issue. Based on the investigation findings, the potential cause is traced to component failure, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review (DHR): part number: 03.043.024-us lot number: 354p277 manufacturing site: haegendorf release to warehouse date: 10-dec-2021. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the malfunction were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.